Event description:
On (B) (6)-2010, during a retrospective review, stryker identified a report of an inflammatory reaction in a pt who received osigraft as part of an unspecified procedure on an unspecified date. Approximately seven days after receiving osigraft the pt developed an 'inflammatory reaction on the whole forearm'. The reaction settled within one week without the aid of antibiotics. The pt was reported to be pain free; the reporter also stated that the pt's fracture had started to heal. The events, which required prolonged hospitalization, were regarded by the surgeon to be related to the use of osigraft. No additional information is expected.